Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system became unresponsive when downloading a patient. The system was rebooted and the issue resolved. There was no patient present when this issue was identified. It was noted that this had been an ongoing issue with the system and going unresponsive. Multiple checkouts had been performed and it was confirmed that the hard drive space on the system was not full, but between 25%-30%. Follow-up is being conducted to confirm that other occurrences of this issue have been reported.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found the computer components damaged or failing and computer storage not functioning/malfunctioning . The anomaly is being tracked in the navigation tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: lot number for product ID 9734477 is 1790115. A medtronic representative went to the site to test the equipment. Testing revealed that the system had been experiencing slowing and freezing despite the hard drive being cleared of excess patient scans. Parts were replaced. The issue resolved. The system then passed the system checkout and was found to be fully functional. The computer has been received by the manufacturer. However, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.